Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was not using the pump for therapy and allowed the pump battery to fully deplete. The pump was connected to a power source for a period of time however was unable to be turned on. The customer's blood glucose level was 150 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.